Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had pain, elevated ion levels (unknown exact amount), "metalosis" and pseudotumor. Mom pinnacle construct. Revised metal to polyethylene.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4).

Event description:
After review of medical records patient was revised to addressed failed left hip arthroplasty due to pain, pseudotumor and metallosis. Operative notes indicated milky metallic fluid, was sent for culture and found out negative for acute inflammation. Cup was well fixed. Added medical history, laboratory result, date of implant, date of birth of patient, law firm, lawyer, surgeon and product details of liner, head and stem in impacted products. Doi: (B)(6) 2005; dor: (B)(6) 2018; left hip first revision.